Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that while delivering a bolus, an occlusion alarm occurred. The customer's blood glucose (bg) level was impacted (321 mg/dl), and was addressed with a correction bolus. A system check was performed with tandem technical support and identified the cartridge as the possible cause of the occlusion.

Manufacturer narrative:
.